Event description:
Per the clinic, the patient experienced pain at implant site following an MRI; subsequently a revision surgery was scheduled to check for possible magnet displacement. However it was found that there was a small tear in the magnet pocket resulting in the decision to explant the device. The device was explanted (date not reported).